Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had all full complement of staples. The jaw of the reload was open. Functional testing found, when the reload was loaded into a representative handle, that the jaws were clamped and a noticeable gap could been seen. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The loading unit interlock was tested and found to function properly. No difficulties articulating the reload were noted. It was reported that during the closing and opening test, the jaws of the cartridge were not completely closed. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. It was also reported that there was uncontrolled articulation. The reported issue was not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (sn: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the device was checked before use. It was found in diagonal state and during the closing and opening test, the jaws of the cartridge were not completely closed. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had all full complement of staples. The jaw of the reload was open. Functionally, the reload was loaded into a rep resentative handle. The jaws were clamped and a noticeable gap could been seen. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The loading unit interlock was tested and found to function properly. No difficulties articulating the reload were noted during testing. It was reported that the clamp test was unable to perform. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. It was also reported that there was an uncontrolled articulation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.